Event description:
The account alleged the pt position module will turn itself off on this bed. There were no reported injuries.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.